Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found loosening of the click pin ( with clip pin gap). In addition, inspection found that the internal lens was damaged and the outer tube was bent. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During the device return (loaner/rental device) with no complaints received from the facility , service repair inspection observed that there was a gap in the clip pin. There were no reports of patient harm.